Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during pre-op testing the electric dermatome handpiece sometimes does not work. Event did not occur during surgery. There was no patient impact. No adverse events were reported as a result of this malfunction.

Event description:
No additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). D4: UDI# (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by zimmer biomet china on september 11, 2019 revealed that the motor did not operate. The device was also outside calibration specifications. Repair of the electric dermatome was performed by zimmer biomet china on september 12, 2019 which included replacement of the vespel sleeve bearing, semi-circle shaft bearing, screws, motor, needle bearing, spring seal, motor seal, reciprocating arm and external e-ring. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the cause of the reported event was due to the motor. During the product review by zimmer biomet china it was noted that the motor did not operate. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.